Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed, nonetheless the attempts were unsuccessful. Technical services (ts) recommended potential explant of the implanted device. No adverse patient effects were reported.

Manufacturer narrative:
This product has returned to boston scientific, and a laboratory analysis was conducted. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The initial investigation noted a passing longevity. The battery status data indicated that the battery was in the end of life (eol) phase. Lifetime sense and pace counts were reviewed were they noted high atrial sensing behavior. Evidence of chronic high atrial rates that reduce longevity in devices that are programmed ddd mode with atrial sensing on. Fault data indicated that no critical faults were logged in device memory. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed, nonetheless the attempts were unsuccessful. Technical services (ts) recommended potential explant of the implanted device. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed, nonetheless the attempts were unsuccessful. Technical services (ts) recommended potential explant of the implanted device. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.